Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on ventricular assist device (vad) support and no further related events have been reported at this time. The current revision of the heartmate left ventricular assist system (lvas) instructions for use (IFU) is rev. C. This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 10feb2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced acute onset of bleeding in the morning of (B)(6) 2021 with hemodynamic compromise and was taken back to the operating room emergently for exploration. The patients previous sternotomy incision was opened and a clot with the mediastinum was evacuated. Chest wall vessel was identified as the active bleeder and was controlled with electrocautery. All of the remaining clot was removed and mediastinum was irrigated with rifampin and sternum was reclosed. The event resolved without sequalae on (B)(6) 2021.